Event description:
The manufacturer received information alleging a ventilator's system board and sensor board were defective. There was no harm or injury reported.

Manufacturer narrative:
During evaluation of the device at a third party service center, the device's system board and sensor board were replaced to address the reported issue.